Manufacturer narrative:
Device evaluation summary: during visual evaluation of the sample, it was found with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
Two mentor memorygel breast implants 450cc were received by the mentor failure analysis lab on 9/26/2019 with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why the devices were returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This report is for the second of two devices.